Manufacturer narrative:
The returned device was evaluated and performed as designed. No bent was observed in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. No defect or deficiency that would have contributed to reported high bg was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 300 mg/dl after wearing between 4 and 24 hours. Pod was deactivated and she noticed that the cannula was bent.